Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to intermittently powering on upon the door being open. The cause was identified during switch testing to be a failed upper auxiliary switch which was intermittently working. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced the device intermittently powered on upon the door being open. No additional information is available.